Manufacturer narrative:
The device is returned and has been evaluated. Correction is being made by adding other value to g2. This supplemental report is being submitted to provide this information. Actual device lot number is 11k 20. The device history record review confirmed that the device lot had no anomaly in inspection and high frequency output. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the teflon pad in the grasping section was worn, a part of the teflon pad was peeled. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There is a pinhole-like disappearance at the middle of the pad. There was a scratch on the probe. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. The exact cause of the event cannot be exclusively identified. However based on past investigation results, the wearing and peeling of the teflon pad is likely occurred by the following mechanism: · the distal end of the teflon pad was peeled because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). It is likely the error occurred by the following mechanism: contact to non-insulated area of jaw: 1. The distal end of the tissue pad was worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). 2. The probe and the non-insulated area of the grasping section became in contact with each other. 3. Output was performed under this situation and the error occurred. It has been confirmed that the probe coating peels off if the device is handled as below. However, it could not be conclusively determined if such handling actually caused the phenomenon here. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
There are two failed devices associated with this event. The patient identifiers for the devices are (B)(6). This medwatch is being submitted for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic upper polar nephrectomy, section of fascia and renal parenchyma, the error message sounded and the teflon part of the jaws of the device melted and fell into the patient's body. This happened with two devices during the same procedure. The first device was used for 30 minutes and the second for 15 minutes before the issue happened. The surgeon extracted the fragments from the patient¿s body. The procedure was continued with another device after 10 minutes. The surgeon extracted the fragments. The long term consequences for the patient are not known, but at this time there is no harm or adverse impact to the patient. The device was used on a partial part (1/3 part) as was required by the context of the procedure. Opinion of surgeon is that this is a technical defect (design defect), linked to a possible use defect, which is not enough tissue caught in the device jaws. The few millimeters of jaws on the proximal side of the device were therefore in contact during activation.